Event description:
It was reported that before the unk surgery, noted that cartridge base loose and could not install. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.

Manufacturer narrative:
(B)(4). Date sent: 7/12/2024. D4: batch # 163c24. D4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned reload. Visual analysis of the returned sample revealed that the ecr60b reload was returned unfired with an open package and with the reload pan partially dislodged from right side. Making the reload non-functional. No functional test was performed due the condition of the reload. No conclusion could be reached on what may have caused the reload pan to dislodge. Device history review a manufacturing record evaluation was performed for the finished device batch number 163c24, and no non-conformances related to the reported complaint condition were identified.